Event description:
Hosp personnel report 50cc's of contrast extravasated into the pt's hands. The injector could not be put on hold or stopped using the start switch. The forward/reverse switch was used to stop the injection. No serious injury occurred.